Manufacturer narrative:
A cardioquip technician sent photos of tubing to cardioquip epidemiology for investigation during an onsite inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on 07/08/2022. As of the date of this report, there has been no response to the recommendation of repair.

Event description:
Due to yellow discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.